Event description:
Follow-up with the funeral home revealed that the patient's device was buried with the patient.

Event description:
It was reported that the patient passed away on (B)(6) 2013 and he was found dead in his apartment. The physician's office was contacted and it was revealed that they are still pending autopsy to find the cause of death. According to the nurse at the physician's office the patient's family do not believe that the cause of death was related to epilepsy. It was also unknown if the vns generator and lead were explanted from the patient.

Event description:
Attempts were made for additional information regarding the deceased. Per the physician¿s office no additional information could be given and the patient¿s reason of death is unknown. The autopsy report will not be released to anyone outside the deceased direct family, so no information could be received from the autopsy. The death certificate could not be attained since it could only be released to the family.

Event description:
The devices were received for analysis indicating that the patient had been explanted and was not buried with the devices implanted as previously reported. Analysis is underway, but has not been completed to date. The autopsy authorization was received with the returned product. It was noted that the suspected cause of death was cardiopulmonary arrest with a medical history of violent seizures and high blood pressure. The patient was found lying partially on the couch.

Event description:
Analysis of the lead was completed on 10/16/2014. Note that a portion of the lead assembly including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Analysis of the generator was completed on 10/20/2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.